Event description:
It was reported the lead pulled back into the boney structure and migrated laterally. It was stated this was an ongoing event and there was no action taken. It was stated the x-ray indicated the lead pulled back into the boney structure and migrated laterally.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v517496, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).